Event description:
A patient reported that they will getting inaccurate low results on their meter. Pt did not have any symptoms. There was no medical intervention. Pt got results like 3 mg/dl and 8 mg/dl. Pt also tested self on a different meter and got a reading in a normal range. Pt did not recall that result. This case is being reported as a strip malfunction. The meter was also cleaned incorrectly. No further information has been reported.